Event description:
It was reported that during a procedure the ultrasonic scalpel was "not cauterizing or cutting well." There was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Examination of the returned device revealed evidence of clinical use and there was an indention in the teflon pad. Microscopic inspection of the scalpel rod revealed a crack near the shaft pin hole at the proximal end of the scalpel rod. The only component that directly contacts the scalpel rod at this location is the shaft pin which is coated with heat shrink tubing. Microscopic inspection of the pin/tubing did not reveal any damage that would indicate it made metal-to-metal contact with the scalpel rod. The returned device was connected to a scalpel generator and tested. As a result of the cracked scalpel rod, the generator emitted a code 5 instrument error and stopped working. A conclusive cause of the crack in the rod could not be determined; however, it is possible that there was a microfracture that was not detected during reassembly/testing. During clinical use, the microfracture could have propagated as a result of the vibration of the scalpel rod until it was significant enough to affect the acoustic drive train resulting in the generator emitting an error code. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2012-00092 where the physician had to switch to an open procedure due to a vessel not being sealed, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.